Event description:
It was reported that the customer's sensor was showing her blood glucose to be much lower than her meter reading. She stated her blood glucose was 144 mg/dl while the sensor reading was in the 200 mg/dl to 299 mg/dl range. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.